Event description:
Nine days post-implant, the pt experienced right iliac occlusion and underwent fem-fem pypass, which resolved the occulsion. Physician considers event procedure related; not device related.